Event description:
A malfunction alarm was reported with the pump, identified by the fault ID malf 16-0x20e6, which could not be reset. There was no reported impact to the customer's blood glucose level. Technical support instructed the customer to activate storage mode on the pump and arranged for it to be replaced, ensuring delivery of insulin continued using multiple daily injections. The pump was acknowledged for return with a pre-paid label within ten days.